Event description:
During pt use, suddenly the display became black. Then, "no communications" alarm occurred when turning on the unit. At the time, the ventilator was ventilating normally. However, the pt was switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.